Manufacturer narrative:
(B)(4).

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2026. On the same day, it was reported that the patient's sensor failed during warm up after placement on the arm. She was without any sensors to use. The sensor session prior was not described (no mention of the last know egv or last awareness of the glycemic state). At around 10:30 pm the same day, she experienced vomiting. No bg test was taken at home. Her daughter called 911 who transported the patient to the hospital. The patient said that when the emergency medical team (emt) arrived, after almost an hour, bg was measured "high" meaning over 600 mg/dl. Due to this, she was transported immediately to the hospital. When she arrived a the hospital, her bg was tested and the lab showed 700-800 mg/dl . She was diagnosed with dka and was formally admitted. She was treated with IV insulin and IV fluids during her stay. As of the time of the call, the patient is still in the hospital after 3 days, but reported feeling fine with a bg reading of 93 mg/dl. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional event or patient information is available.